Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold and was explanted. This lead will be returned and analysis was requested. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.